Event description:
Two pt ck samples were zero u/l. When retested, the samples gave results of 186 and 275 u/l. The incorrect results were not used to guide treatment. The field service rep found that the tubing to the cleaner fluid had been severed and repaired the instrument by replacing the tubing.